Event description:
A customer reported pt had lasik surgery, right eye on (B)(6) 2013. A nomogram was used for the procedure. On post op visit, overcorrection was noted. The pt will require a re-treatment in the future. Date of the re-treatment can not be determined at this time. No further info is expected for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).